Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported she last charged the ipg approximately five months ago, which is the same time the patient last felt stimulation. The patient is now unable to establish communication with the ipg using multiple external devices. The patient stated she fell on the side of the ipg approximately six months ago. Subsequently, surgical intervention was undertaken during which the ipg was explanted and replaced. The issue is now resolved.

Manufacturer narrative:
After further review, it was determined the explant date was inadvertently reported incorrectly in the initial MDR. The explant date has been corrected in this report.